Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down during equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated and the reported issue was confirmed as it was noted that t4 was not cooling down. The chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down during equipment inspection. Per follow up information received via email on 05oct2023, this device needs chiller assy to repair and waiting for the parts to be stocked in korea. They would complete the repair as soon as it was stocked in korea. Per follow up information received via email on 25oct2023, the device was repaired on the customer site. And the issue was resolved. The issue was cooling malfunction. The defective part was chiller assy and replaced the chiller assy then the issue was resolved.